Event description:
On (B)(6) 2013, the patient's mother contacted animas reporting that their pump had a sudden change which caused the display to become dim and pinkish. The reporter also stated that attempting to change the contrast did nothing to improve this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings:the pump powered on with a blank display screen. The pump¿s display was found to be cracked.

Manufacturer narrative:
The pump hsa not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.